Manufacturer narrative:
Results: the first catd was ovalized approximately 51.0 cm from the hub. Conclusions: evaluation of the returned devices revealed that both returned catds were ovalized. This type of damage typically occurs due to damage in transit. If the device slips between the top and bottom packaging tray, and the packaging is forcefully gripped, damage such as this may occur. A mandrel was attempted to be advanced through both catds. However, resistance was encountered as the mandrel met the ovalization in the distal tip of the catheters and the mandrel advanced out of the distal tip with some resistance. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00619.

Event description:
During preparation for a medical procedure, the hospital staff found that the tips of two indigo system catd aspiration catheters (catds) were crushed upon removal from the packaging. The damages to the catds were found prior to use. Therefore, the catds were not used in the procedure. The procedure completed using a thrombectomy device.